Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of the transfer set separated from the twist clamp during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation with a minicap on the dark blue connector. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing and clear passage testing. The tubing separation was identified during visual inspection. The reported condition was verified. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.